Event description:
Complainant alleged that during biomed testing the device made a popping noise when charging energy to 360 joules and energy is not discharged. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product and complaint is still under investigation.